Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter with no packaging or other devices. There was blood and contrast in the inflation lumen and in the hub. Examination under magnification revealed a balloon pinhole 10 cm from the distal tip. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After a 275 non- bsc stent was deployed at the target lesion, a 20mm x3.00mm was advanced for post dilatation however, on the second inflation at 12 atmospheres, the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After a 275 non- bsc stent was deployed at the target lesion, a 20mm x3.00mm was advanced for post dilatation however, on the second inflation at 12 atmospheres, the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.